Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified a break in the hypotube 220mm distal to the catheter strain relief. The length of the taxus liberte stent delivery system (sds) from the proximal body cone/body transition of the balloon to distal end of the catheter strain relief meets specification. The length of this device from the proximal body/cone transition to the break point is 118cm. There was a second break in the hypotube 9mm distal to the first break. The hypotube was broken and the outer sheath was partially torn. The hypotube was kinked along it's entire length. The tip was damaged and full of solidified blood. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2011.it was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The 85% stenosed lesion being treated was located in the, mildly tortuous and severely calcified right coronary artery. Pre-dilatation was performed using a 2.0x20mm semicompliant balloon. The 2.25x24mm promus element stent failed to cross the lesion. The procedure was completed with a different device. There were no reported complications and the patient condition is stable. However, device anlysis found a shaft fracture. This product is only ous approved but it is similar to an approved us device.